Event description:
The device was returned due to the battery latch being broken. The results of the investigation found that the device's downstream occlusion (dso) seal was separating. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a separating downstream occlusion (dso) seal. The upstream occlusion (uso) was also discolored. The dso seal as well as the uso seal were replaced to fix the issue.